Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2012-91483.

Event description:
The customer called to report discrepancies with the blood glucose and sensor glucose readings. Troubleshooting was performed. Found that the customer may be calibrating too many times per day. Advised the customer to calibrate four times a day when blood glucose levels are stable. The customer also reported that he was treated by the paramedics for low blood glucose levels. Nothing further was reported.